Event description:
It was reported that a leak occurred. A left atrial appendage closure procedure was performed, and a watchman laa closure device was implanted. At an unspecified time, post-implant, a peri-device leak was observed.